Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked alarm on (B)(6) 2025 which led to high blood glucose 600mg/dl. The patient was reported to the physician and instructed to receive treatment using a pen. No further information available.